Event description:
A customer contacted beckman coulter inc., (bec) and reported that the (B)(4) clinical chemistry analyzer has been generating "discrepant" results for the following chemistries: total protein, cholesterol, calcium, creatinine, albumin glucose, urea, alp, and triglyceride. The customer indicated that the problem had been occurring for four (4) weeks; however, the customer had not reported this issue immediately as they were performing troubleshooting, changing probes and tubing. Actual patient results were not supplied by the customer. Bec has not been informed of the magnitude of the errors in this event. The results were not reported out of the laboratory. No an effect to patient or user has been reported.

Manufacturer narrative:
The samples were serum. Bec has been informed that the qc results were "unstable". A field service engineer (fse) was dispatched for this issue on (B)(6) 2011. The fse found the lamp was unstable and the degasser was not working sufficiently. The fse replaced both parts. The lamp and degasser have been asked to be returned to bec japan. After repair, qc results significantly improved and the analyzer was working as expected. The fse informed the lab that if they experience any further problems to notify the hotline. No calls have been logged to date. Hardware is the root cause of this event.